Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a recall on 06/04/2010 to address this problem. No pt deaths or injuries have been reported as a result of this condition.

Event description:
It was reported that the monitor was in standby and without user intervention, it changed to the main screen. The monitor also printed without user intervention. There was no pt injury reported. (B)(4).